Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. During postoperative monitoring and testing, iliopsoas bursa, acetabular and femoral radiolucency, joint effusion, synovial fluid, acetabular and femoral osteolysis, left thigh soreness, periprosthetic soft tissue abnormality and contralateral hip pain were noted. There has been no revision procedure reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." And "postoperative bone fracture and pain." And "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01964 & 07336).